Event description:
The customer reported the display was blank.

Manufacturer narrative:
The customer reported the display was blank. The unit was evaluated at philips on 10/30/09. The reported symptom was duplicated. Replacing the display resolved the reported issue.